Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
Additional information reported stated that the pulse generator exhibited backup vvi operation and was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The patient is currently undergoing radiation therapy. The device battery is near elective replacement indicator and could not be troubleshooted. No patient symptoms were reported. The device remained implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.